Event description:
Impella cp placed for cardiogenic shock, purge solution line leak went undetected; no alarms came on, air embolism occurred, echo showed bubbles in the lv likely originating from the device; air embolism, severe hemolysis, acute renal failure and severe hypoxemia, lactic acidosis and pump malfunction ensued resulting in rapid death. FDA safety report ID# (B)(4).